Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2017 with the following findings: a review of the pump black box and pump history showed no motor errors recorded. During investigation, the pump rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms or errors occurring. The complaint of a motor issue was not able to be duplicated or confirmed during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue; issue is undefined at the time of the report. No further information is available. This complaint is being reported because the reported issue has the potential to result in long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.